Event description:
It was reported that the unit experienced a bad signal. It was further reported that the unit goes into standby.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.